Event description:
Clinic reports that during the pt's treatment the venous line became loose from the medcomp split ash catheter and leaked about 50-75cc of blood. No additional pt ill effects. The machine did not alarm.